Manufacturer narrative:
The customer reported: "toothbrush was on fire." The device was returned to ohc for failure analysis arriving in used condition with one charge cord and one brush head. Visual inspection of the handle shows deformation damage on and around the usb-c charge port. The visual features of the deformation damage are consistent with melting. Visual inspection of the charge cord shows deformation damage exclusively on the usb-c plug. The deformation damage is consistent with melting. No issues observed from the returned brush head.

Event description:
The customer reported the toothbrush was on fire. There was no report of property damage or injury.

Event description:
A consumer reported that a philips one power toothbrush caught on fire. No injury or property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in canada. Product was not returned to confirm a malfunction has occurred. H3 other text : device not returned to manufacturer.